Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.